Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes were put through extensive testing including automatic and manual self-tests without duplicating the report. An internal inspection of the device found no discrepancies. The electrodes passed all testing. The electrodes were scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.